Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting falsely elevated alinity I free t4 results on the alinity I am processing module, serial number: (B)(6). Through an extensive investigation, the tss found the syringe assy, part number: 7-77650-09, needed to be replaced which resolved the customer¿s complaint. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for several patients. The following data was provided (customer¿s normal range is 0.70-1.48 ng/dl): sample ID: (B)(6), 1.51, repeat, on another analyzer, was 0.98 ng/dl, sample ID: (B)(6), 1.52, repeat, on another analyzer, was 1.07 ng/dl, sample ID: (B)(6), 1.58, repeat, on another analyzer, was 1.13 ng/dl, sample ID: (B)(6), 1.58, repeat, on another analyzer, was 1.01 ng/dl, sample ID: (B)(6),1 2.14, repeat results, on another analyzer, were 2.04, 1.34, 1.33 ng/dl, sample ID: (B)(6), 1.70, repeat, on another analyzer, was 1.19 ng/dl, sample ID: (B)(6), 1.85, repeat, on another analyzer, was 1.12 ng/dl, sample ID: (B)(6), 0.72, repeat, on another analyzer, was 0.44 ng/dl, sample ID: (B)(6), 1.94, repeat, on another analyzer, was 1.19 ng/dl, sample ID: (B)(6), 1.52, repeat, on another analyzer, was 1.09 ng/dl, sample ID: (B)(6), 2.00, repeat, on another analyzer, was 1.19 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = see section b5. All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6).

Event description:
The customer observed falsely elevated alinity I free t4 results for several patients. The following data was provided (customer¿s normal range is 0.70-1.48 ng/dl): sample ID (B)(6) 1.51, repeat, on another analyzer, was 0.98 ng/dl sample ID (B)(6) 1.52, repeat, on another analyzer, was 1.07 ng/dl sample ID (B)(6) 1.58, repeat, on another analyzer, was 1.13 ng/dl sample ID (B)(6) 1.58, repeat, on another analyzer, was 1.01 ng/dl sample ID (B)(6) 2.14, repeat results, on another analyzer, were 2.04, 1.34, 1.33 ng/dl sample ID (B)(6)1.70, repeat, on another analyzer, was 1.19 ng/dl sample ID (B)(6) 1.85, repeat, on another analyzer, was 1.12 ng/dl sample ID (B)(6) 0.72, repeat, on another analyzer, was 0.44 ng/dl sample ID (B)(6) 1.94, repeat, on another analyzer, was 1.19 ng/dl sample ID 1(B)(6) 1.52, repeat, on another analyzer, was 1.09 ng/dl sample ID (B)(6) 2.00, repeat, on another analyzer, was 1.19 ng/dl. There was no impact to patient management reported.